Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid was damaged. The following information was received by the initial reporter and translated in english: it was reported that the received two items were defective. In both cases, the handle of the lid is deformed.